Event description:
It was reported that the customer was hospitalized with ketones. Blood glucose levels at the time of hospitalization were below 180mg/dl. Ketones were treated with intravenous fluids to flush the ketones. No additional information is provided.

Manufacturer narrative:
.

Manufacturer narrative:
Inspected two opened/used reservoirs. Performed pre-fill all reservoirs and the reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found.